Event description:
It was reported that after advancement of an embolization coil into an aneurysm, the coil did not detach when intended. The physician made multiple detachment attempts, and ultimately twisted/torqued the delivery pusher to detach the embolization coil. During this manipulation, the delivery pusher broke in two pieces. The coil remained attached to the distal portion of the delivery pusher. A 2mm snare was used to retrieve the coil segment successfully. There was no pt harm reported.

Manufacturer narrative:
Sample analysis: a visual analysis revealed the device was returned with the implant attached to a portion of the delivery pusher. The pusher electrical resistance was not tested as the delivery pusher was returned in two pieces, broken. The device has evidence of being torqued as the lead wires are twisted around the core wire and broken. The implant is attached to the distal segment of the pusher. The implant is normal in appearance; however, blood residual is present. The device solder joints were analyzed and found to be normal in specification. The proximal end of the delivery pusher is bent between the long and middle connector. The three detachment controllers used with this device were not included for eval. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.